Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a ventricular tachycardia (vt) episode. However, it was below the rate cutoff. Moreover, health care professional (hcp) was in request for a review in which the thresholds appeared normal and the pacemaker mediated tachycardia (pmt) events were in range. The presenting electrogram (egm) showed that the device was operating as programmed at a rate of greater than a hundred. Furthermore, the heart failure index was above the threshold and pmt appeared to be pacemaker driven and the ended with the algorithm appropriately. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.